Manufacturer narrative:
During inspection and testing, when the air supply nozzle was removed and the inside was inspected, it was found that black rubber-like foreign matter and white fibrous foreign matter were clogging the nozzle. As a result of component analysis of the black rubber-like foreign matter, silicone components were detected. As a result of component analysis of the white fibrous foreign matter, cellulose components were detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, silicone-based substances are used in various applications such as watertight packings, silicone adhesives, and silicone components. Although it cannot be conclusively determined from this analysis, the silicone material likely came from products and/or peripheral devices that are used in combination with scopes. Since cellulose is a substance that is unlikely to be derived from an endoscope, although it cannot be conclusively determined, the white fibrous matter was possibly fibers such as lint. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A nurse at the user facility reported that during pre-use inspection, the water flow of the subject device was insufficient. The intended procedure was completed using a similar device. There was no patient or user injury reported due to the event. The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed to be clogging the nozzle. This report is being submitted for the malfunction found during evaluation of the device (foreign material).